Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint is reported as: the blades do not illuminate at all times and some do not function at all. The alleged issues was detected during testing of the device. The customer reports that they disposed of two batteries that were not functioning.